Event description:
(B)(4). I've had my essure implanted on 2013 but after having this device I've had several occasions of heavy bleeding during periods and also spotting fresh blood in between periods. I've had chronic pain even when just sitting down or laying down. Pain also radiates in my back in started to go to my groin down to my feet. Loss of hair and fatigue were also felt during this time. So (B)(6) 2017 I decided to get rid of it. Had surgery for removal at (B)(6) hospital.